Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Aortic regurgitation (ar) in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing leaks by providing more efficient hemodynamics and longer tissue durability. Based on the information received the cause cannot be conclusively determined; however, patient factors likely contributed to the event. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned a patient underwent a valve-in-valve procedure due to aortic stenosis and regurgitation. Implant duration of the pre-existing 25mm surgical aortic valve was approximately 11 years. A 26mm transcatheter valve was successfully implanted inside the failing 25mm valve. Pre-tavr, the cath gradient was 46.9 mmhg; post-tavr 5.8 mmhg. Patient was extubated and transferred to cvicu in stable condition.